Manufacturer narrative:
The actual device was evaluated. The plastic needles are damaged. One is bent at the tip and one is damaged (bent and cut) at the guide level. The mesh is stretched, the plastic sheath is torn, and the plastic sheath overlap is missing. The product was manipulated.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2016 and mesh was used. The tip of the device was found to be twisted. Another like device was used to complete the procedure. There were no adverse patient consequences.